Manufacturer narrative:
Follow-up #2 date of submission 06/16/2015-product analysis:the device was returned and evaluated by product analysis on 06/01/2015 with the following findings:investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. A battery compartment crack was discovered.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the pump screen was not working. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/30/2015 ¿ additional information: on 04/22/2015, the reporter contacted animas with additional information. The reporter alleged that the display screen was dimmed and difficult to read.